Manufacturer narrative:
(B)(6). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01096, 0001822565 - 2020 - 01098.

Event description:
It was reported that during initial tha, the trilogy cup positioner would not release the trilogy it shell implant, while the surgeon was implanting the shell. The surgeon was also unable to release the implant from the instrument on the back table. As a result, the surgeon had to use another cup positioner and a new implant. No adverse events have been reported due to this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated and the event was confirmed through physical evaluation. The returned positioner exhibited indentation marks on the strike plate indicating previous usage and the handle and shaft exhibited nicks and gouges. Deformation damage was identified at the threaded tip, but was not fractured. When the cap was removed, the threads remained intact. The device history records could not be reviewed as the lot number of the reported device is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.